Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier will not open. The user completed the procedure with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
The medium-large clip applier was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The root cause of the proximal instrument grip cable is attributed to damage to the cable during use or during reprocessing. The instrument not open due to the broken cable.